Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks (bilateral) and bra roll (bilateral) on (B)(6) 2014 using coolcurve+ who developed paradoxical hyperplasia (pah/ph) 3-4 months after treatment. Ph was described as visibly enlarged and indurated superficially. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the flanks and bra roll with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks (bilateral) and bra roll (bilateral) on (B)(6) 2014 using coolcurve+ who developed paradoxical hyperplasia (pah/ph) 3-4 months after treatment. Ph was described as visibly enlarged and indurated superficially. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the flanks and bra roll with paradoxical hyperplasia (ph).

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks (bilateral) and bra roll (bilateral) on (B)(6) 2014 using coolcurve+ who developed paradoxical hyperplasia (pah/ph) 3-4 months after treatment. Ph was described as visibly enlarged and indurated superficially. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the flanks and bra roll with paradoxical hyperplasia (ph).